Manufacturer narrative:
Device evaluated by MFR: the balloon was unfolded which indicated it had been subjected to positive pressure. A visual examination of the returned device identified a longitudinal tear in the balloon material beginning 32mm proximal of the distal markerband and extending proximally over the balloon material for approximately 7mm. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the central vein. A 10.0 x 80 135cm mustang¿ balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the central vein. A 10.0 x 80 135cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.